Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Female patient. Date and name of index surgical procedure? About 6 months ago. The diagnosis and indication for the index surgical procedure? Breast cancer. Relevant patient history? No. Any intraoperative concurrent use of other products? No. Lot #? No. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Generally prophylactically. Where was the surgicel used (on what tissue)? Axillary area as part of a sentinel node dissection with breast lumpectomy. How much surgicel was used during the procedure? Most if not all. Was the surgicel product left in place? Was the excess irrigated and removed? Left in place. What were current symptoms following the index surgical procedure? Onset date? Surgery was performed about 6 months ago. About a month ago patient presented with infection/cellulitis in surgical area. Patient has been on an antibiotic regiment for the last month and is still on antibiotics. Were cultures performed? If yes, results? No. Has any surgical or medical intervention been performed? -antibiotics for a few weeks. What is physician¿s opinion as to the etiology of or contributing factors to this event? Surgical powder. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative cellulitis? Unknown. Surgeon is no longer using surgicel powder for procedures. What is the patient¿s current status? -improving. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that a patient underwent an axillary sentinel lymph node biopsy procedure on an unknown date and absorbable hemostat was used. The product was used, not per the IFU. All of the product was used and not irrigated out. Four to six weeks post op patient experienced cellulitis and required antibiotic treatment. Additional information was requested.